Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Incidents of cracked/leaking valves can be caused by many factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. However, without the actual used sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports cracked / leaking caresite valves, including chemo leakages. The chemo leakage for this event occurred 2 to 3 days after usage. Involved lot numbers: 0061437533 - manufacture date: 06/30/2015; expiration date: 05/31/2018 0061430297 - manufacture date: 05/06/2015; expiration date: 04/30/2018.